Event description:
Per dealer end user alleges the bearings on the front caster are knocking while the power chair is in use. Dealer stated there were no injuries nor issues of abandonment associated with the issue.